Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 26 of the patient's mouth. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.